Event description:
Per the clinic, the patient reported experiencing seemingly increased electrical conductivity, subsequent to washing the rechargeable battery in a washing machine and drying it in a drier (date not reported). The patient was advised to discontinue use of the rechargeable battery if the unusual sensations were not present when utilizing a different battery.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Per the patient, it was reported that the issue was not believed to be related to the battery. The device is not available for analysis. This report is filed (B)(4) 2013.